Manufacturer narrative:
Additional information provided: patient information.

Event description:
The customer reported that zosyn failed to deliver as a secondary infusion and back-flowed to the point of refilling the bag. The primary medication was normal saline and the clamps were not engaged. Although requested, no further information has been received.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported a failure to deliver a piggyback medication which back-flowed to the point of refilling the bag. Although requested, no further information has been received.

Event description:
The customer reported that zosyn failed to deliver as a secondary infusion and back-flowed to the point of refilling the bag. The primary medication was normal saline and the clamps were not engaged. Although requested, no further information has been received.